Event description:
Information received indicates the nurse call is not working.

Manufacturer narrative:
The technician found loose pins on the communication cable. The technician installed a cable saver and repaired the pins to repair the bed.